Event description:
The device was returned with no additional information and is currently undergoing analysis.

Event description:
--

Manufacturer narrative:
This report will be udpated once analysis has been completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device time to explant was listed at less than three years. It was noted that the left ventricular (lv) lead outputs had been markedly increased. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory external visual inspection noted tool marks on the header and body fluid contamination in the lead barrels. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The unusually fast cell depletion was caused by a very high left ventricular (lv) lead amplitude and pulse width setting. This caused a high drain on the cell.